Event description:
Additional information received from the consumer stated that they have had the device reprogrammed a few times in the last year and a half and now they have to charge every other day. The patient noted they had a light blanket on them. They took the battery out of the controller and put it back in and it seemed to be working.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger. Product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began 2 or 3 days ago. Patient mentioned the controller light glowed amber instead of green while charging the implant and the controller felt real hot so they turned it off. Patient started charging the implant again after 20 minutes and it charged fine but today the controller wouldn't come back on. During the call patient denied visible damages on the recharger but did mention the recharger would get hot sometimes. Agent walked patient through removing the battery pack and plugging controller into the ac power. Controller powered on. Patient got the battery low recharge your implanted device soon message. Patient inserted the battery and confirmed controller was 80% and implant had a triangle. Patient plugged the recharger and confirmed recharging excellent. Patient got the needs attention screen and when they unlocked the controller the controller was still at 80% and implant still had the triangle. Agent advised patient to continue charging the implant and to call back if the issue persisted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.